Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy after the pump was reset to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.